Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "during intubation, the green part of the blade, which fix the fiber optic, broke." The device was replace with a new one. There was a delay in intubation. It was reported no injury or complication to the patient related to the reported event.

Manufacturer narrative:
(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The actual device was not returned for evaluation; however, the customer did provide photographs. It was observed that the base of light guide is broken. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "during intubation, the green part of the blade, which fix the fiber optic, broke." The device was replace with a new one. There was a delay in intubation. It was reported no injury or complication to the patient related to the reported event.